Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to have exhibited high threshold measurements. The physician remove the lead from the patient's body and although the rv lead's screw mechanism was working as intended, calcification on the lead's screw was observed through visual inspection. The physician decided to explant and replace the rv lead. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported events for inadequate capture and failure to capture were not confirmed. A complete lead in one piece was received. Visual inspection of the lead found no anomalies to the lead body insulation. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found an over torqued inner coil at the connector region, consistent with procedure damage.